Event description:
It was reported that the artificial urinary sphincter (aus) had a fluid leak. A revision surgery was performed to remove and replace the device. No patient complications were reported.